Event description:
My father had a stent installed. Boston co products. Within one day, he had to be taken back to the hosp due to bleeding, he thus had three debilitating strokes and was bleeding internally. I am able to get all his records. His death was not peaceful. It went from one malfunction to another after the stent. What can we do about it? Boston scientific stent.